Event description:
Additional information received from a healthcare professional reported the patient was admitted to the hospital on (B)(6)-2015 and was discharged on (B)(6)-2015. The pump pocket culture was positive for (B)(6). The cerebrospinal fluid (csf) specimen was from the shunt. It was reported that the patient's shunt was re-implanted.

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# n265871003, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, lot# n265871003, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative , regarding a (B)(6) year old male patient receiving intrathecal gablofen 2000mcg/ml at 473mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. The concomitant medications were listed as keppra loratadine, calcium, ibuprofen, prevacid, diastat albuterol, and miralax. The patient history was reported as cerebral palsy, dystonia, seizure disorder, hydrocephalus, gerd. The patient had a normal pump replacement for end of life (eol) on (B)(6) 2015, and was discharged post-operative with a small superficial incisional bleeding that responded to pressure dressing. Patient had increased bleeding on (B)(6) 2015 pm, and was transferred from the (B)(6) on (B)(6) 2015. The emergency room (ER) noted right abdominal incisional swelling and tenderness. The vitals at (B)(6) hospital showed temperature of 101.6 and white blood count (wbc) 11.6. The cultures done in ER of cerebrospinal fluid (csf) and pump seroma grew mrsa. The patient's pump/catheter and shunt were explanted on (B)(6) 2015 due to infection, and was treated with vancomycin and oralspasticity medication. The patient had a new pump/catheter system implanted on (B)(6) 2015. The issue was resolved at the time of this report. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.